Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported affected hearing performance with the device on the left side.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. Furthermore, in situ measurements show two channels involved in one short circuit already in 2018. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
The user reported affected hearing performance with the device implanted on the left side. There have been no changes in health and no specific trauma reported. There was no swelling or inflammation above the implant housing. Recipient previously had very good hearing benefit from the device. Re-implantation is considered but not scheduled yet.

Event description:
The user reported affected hearing performance with the device implanted on the left side. Re-implantation was performed on (B)(6) 2020.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.